Manufacturer narrative:
(B) (4): this event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. Since the device remains implanted, the programmer files were reviewed. Since the screwdriver was not returned, no analysis was performed. (B) (4).

Event description:
Reportedly, during a pacemaker replacement: at the first turn of the screwdriver to disengage the lead from the pacemaker, the screwdriver broke avoiding the physician to extract the pacemaker from the lead at a first attempt.